Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 failed rate accuracy was not identified during the customer call. Customer reported using an 8100-rcs (rate calibration set) and noted that this is the second occurrence of the issue. He confirmed prior successful usage of the same. Advised customer that the 8100-rcs is rated for up to 60 uses. Recommended replacing the existing 8100-rcs with a new set to verify rate accuracy. Customer will replace the 8100-rcs and perform testing. If the issue persists after replacement, recommended to replace mechanism and bezel assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 failed rate accuracy. There was no patient involvement.